Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Although the device was not returned for evaluation, the serial number was identified. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was unknown if pd therapy was ongoing or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.